Event description:
It was reported the bronchovideoscope encountered an error e315. The issue occurred during service/maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected, known inherent risk of device for the additional reportable malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope encountered an image blackout due to liquid immersion in the control body and scope connector.